Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over from meditech to multiple stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the site was not responding, and the patients were not crossing. A technical support specialist (tss) dialed into the server, ran a server downtime query, verified the communication between care fusion coordination engine and server and confirmed that it was running fine while no disconnected flag found. The tss also logged into the patient encounter system without any issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients were not crossing over from meditech to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.